Event description:
It was reported that at pre-discharge check, the patient experienced bradycardia. The pulse generator exhibited an inappropriate rate decrease. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.